Event description:
Chloraprep one step wand located in the safestep port access kit (ref pa-0031yn) with no solution/dried. Manufacturer response for safestep port access kit, saestep port access kit (per site reporter). Vendor was made aware. Device was available onsite.